Event description:
A customer reported that her meter was falling apart. She indicated that the meter casing was cracked and opening, but the meter had not been dropped. The customer further reported that she was feeling dizzy on (B)(6) 2017 at around 12:00 am and due to the damaged meter she was unable to test, so she went to the emergency room where they tested her blood sugar. Her test result was 260 mg/dl and she received an insulin injection and was diagnosed with high blood sugar. Additionally the customer reported that on (B)(6) 2017 she was tested again at a hospital around 8:30 am where a reading of 208 mg/dl was received and she received another insulin injection. No additional information was provided.

Manufacturer narrative:
Since no product has been returned, extended investigation has been completed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. A tripped trend review was completed for the reported complaint and for the freestyle lite meter. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the MDR follow up #1 report. Pma510k# has been updated.

Event description:
A customer reported that her meter was falling apart. She indicated that the meter casing was cracked and opening, but the meter had not been dropped. The customer further reported that she was feeling dizzy on (B)(6) 2017 at around 12:00am and due to the damaged meter she was unable to test, so she went to the emergency room where they tested her blood sugar. Her test result was 260 mg/dl and she received an insulin injection and was diagnosed with high blood sugar. Additionally the customer reported that on (B)(6) 2017 she was tested again at a hospital around 8:30 am where a reading of 208 mg/dl was received and she received another insulin injection. No additional information was provided.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her meter was falling apart. She indicated that the meter casing was cracked and opening, but the meter had not been dropped. The customer further reported that she was feeling dizzy on (B)(6) 2017 at around 12:00am and due to the damaged meter she was unable to test, so she went to the emergency room where they tested her blood sugar. Her test result was 260 mg/dl and she received an insulin injection and was diagnosed with high blood sugar. Additionally, the customer reported that on (B)(6) 2017, she was tested again at a hospital around 8:30 am where a reading of 208 mg/dl was received and she received another insulin injection. No additional information was provided.